Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity c calcium and potassium results generated on the alinity c processing module for multiple patient samples. Additionally, the customer noted the instrument generated error message 3062 (residual liquid detected in cuvette). The following data was provided: calcium (units of measure is mmol/l, customer reference range is 2.10 to 2.55 mmol/l): sample 1: initial result = 3.80, repeat = 2.02, sample 2: initial result = 4.69, repeat = 2.21, sample 3: initial result = 4.25, repeat = 2.29, sample 4: initial result = 4.04, repeat = 2.07, sample 5: initial result = 4.88, repeat = 2.40, sample 6: initial result = 4.29, repeat = 2.22, sample 7: initial result = 4.37, repeat = 2.28, sample 8: initial result = 4.05, repeat = 1.99, sample 9: initial result = 4.24, repeat = 2.12, sample 10: initial result = 4.25, repeat = 2.19, sample 11: initial result = 4.67, repeat = 2.16, sample 12: initial result = 4.96, repeat = 2.04, sample 13: initial result = 3.81, repeat = 1.99, sample 14: initial result = 4.85, repeat = 2.28, sample 15: initial result = 4.17, repeat = 1.97, sample 16: initial result = 3.96, repeat = 2.04, sample 17: initial result = 4.60, repeat = 2.12, sample 18: initial result = 4.16, repeat = 1.94, sample 19: initial result = 4.22, repeat = 2.11, sample 20: initial result = 4.40, repeat = 2.16, sample 21: initial result = 4.36, repeat = 2.00, sample 22: initial result = 3.74, repeat = 2.14, sample 23: initial result = 3.74, repeat = 2.00, sample 24: initial result = 3.68, repeat = 1.97, sample 25: initial result = 4.10, repeat = 2.30. Potassium (units of measure is mmol/l, customer reference range is 3.50 to 5.10 mmol/l): sample 1: initial result = 8.66, repeat = 3.58, sample 2: initial result = 9.14, repeat = 4.28, sample 3: initial result = 8.87, repeat = 4.07, sample 4: initial result = 9.63, repeat = 4.61, sample 5: initial result = 8.15, repeat = 4.05, sample 6: initial result = 8.11, repeat = 4.17, sample 7: initial result = 8.46, repeat = 4.42, sample 8: initial result = 7.14, repeat = 3.79, sample 9: initial result = 7.91, repeat = 3.63, sample 10: initial result = 8.38, repeat = 3.92, sample 11: initial result = 7.77, repeat = 3.96, sample 12: initial result = 7.34, repeat = 3.72, sample 13: initial result = 7.55, repeat = 4.06, sample 14: initial result = 9.00, repeat = 4.80, sample 15: initial result = 7.26, repeat = 4.51, sample 16: initial result = 8.26, repeat = 4.17, sample 17: initial result = 7.70, repeat = 3.75, sample 18: initial result = 7.09, repeat = 3.70, sample 19: initial result = 7.60, repeat = 4.10, sample 20: initial result = 8.14, repeat = 4.25, sample 21: initial result = 7.52, repeat = 3.78, sample 22: initial result = 8.34, repeat = 4.27, sample 23: initial result = 7.47, repeat = 3.73, sample 24: initial result = 8.17, repeat = 3.75 . No impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity c calcium and potassium results generated on the alinity c processing module for multiple patient samples. Additionally, the customer noted the instrument generated error message 3062 (residual liquid detected in cuvette). The following data was provided: calcium (units of measure is mmol/l, customer reference range is 2.10 to 2.55 mmol/l): sample 1: initial result = 3.80, repeat = 2.02, sample 2: initial result = 4.69, repeat = 2.21, sample 3: initial result = 4.25, repeat = 2.29, sample 4: initial result = 4.04, repeat = 2.07, sample 5: initial result = 4.88, repeat = 2.40, sample 6: initial result = 4.29, repeat = 2.22, sample 7: initial result = 4.37, repeat = 2.28, sample 8: initial result = 4.05, repeat = 1.99, sample 9: initial result = 4.24, repeat = 2.12, sample 10: initial result = 4.25, repeat = 2.19, sample 11: initial result = 4.67, repeat = 2.16, sample 12: initial result = 4.96, repeat = 2.04, sample 13: initial result = 3.81, repeat = 1.99, sample 14: initial result = 4.85, repeat = 2.28, sample 15: initial result = 4.17, repeat = 1.97, sample 16: initial result = 3.96, repeat = 2.04, sample 17: initial result = 4.60, repeat = 2.12, sample 18: initial result = 4.16, repeat = 1.94, sample 19: initial result = 4.22, repeat = 2.11, sample 20: initial result = 4.40, repeat = 2.16, sample 21: initial result = 4.36, repeat = 2.00, sample 22: initial result = 3.74, repeat = 2.14, sample 23: initial result = 3.74, repeat = 2.00, sample 24: initial result = 3.68, repeat = 1.97, sample 25: initial result = 4.10, repeat = 2.30. Potassium (units of measure is mmol/l, customer reference range is 3.50 to 5.10 mmol/l): sample 1: initial result = 8.66, repeat = 3.58, sample 2: initial result = 9.14, repeat = 4.28, sample 3: initial result = 8.87, repeat = 4.07, sample 4: initial result = 9.63, repeat = 4.61, sample 5: initial result = 8.15, repeat = 4.05, sample 6: initial result = 8.11, repeat = 4.17, sample 7: initial result = 8.46, repeat = 4.42, sample 8: initial result = 7.14, repeat = 3.79, sample 9: initial result = 7.91, repeat = 3.63, sample 10: initial result = 8.38, repeat = 3.92, sample 11: initial result = 7.77, repeat = 3.96, sample 12: initial result = 7.34, repeat = 3.72, sample 13: initial result = 7.55, repeat = 4.06, sample 14: initial result = 9.00, repeat = 4.80, sample 15: initial result = 7.26, repeat = 4.51, sample 16: initial result = 8.26, repeat = 4.17, sample 17: initial result = 7.70, repeat = 3.75, sample 18: initial result = 7.09, repeat = 3.70, sample 19: initial result = 7.60, repeat = 4.10, sample 20: initial result = 8.14, repeat = 4.25, sample 21: initial result = 7.52, repeat = 3.78, sample 22: initial result = 8.34, repeat = 4.27, sample 23: initial result = 7.47, repeat = 3.73, sample 24: initial result = 8.17, repeat = 3.75. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the r1 alinity c-series reagent probe was not centered and causing reagent to be deposited down the side of the cuvette. The fsr adjusted the part, and the issue was resolved. No additional result issues have been reported since the service activity occurred. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity c-series reagent probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c-series reagent probe were identified.